Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The hcp reported the pt was experiencing withdrawal symptoms (unspecified). The entire device system was explanted and returned to the MFR for analysis as a "malfunction" was suspected. No specific issues were noted with the return. Add'l info has been requested from the hcp, but was not available on the date of this report.